Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 11126 was returned and analyzed. Visual inspection of the balloon catheter showed that the balloon catheter was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for 19 injections. The balloon catheter passed the performance test and electrical integrity test as per specification; the impedance was also within specification. However, during the inflation and ablation phase a kink was observed on the guidewire lumen inside the balloon segment. Dissection showed the guidewire lumen was kinked inside the balloons at 0.956 inches from the tip of the balloon catheter. Pressure testing did not show any breach at the balloons or at the guidewire lumen. Neither frost nor a leak were produced on the coaxial umbilical connector of the balloon catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.